Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. No samples or photographs were provided for review or testing. No retained samples were available for review. If sterile samples from this lot or photographs become available at a later time, the devices and/or photos will be reviewed and/or tested and the results will be included in the file. A follow-up report will be submitted at that time. Monoderm suture material can change color, become brittle; break easily if exposed more than the recommended time for this type of material. Surgical specialties documents the exposure time throughout the inspection and manufacturing processes to prevent over-exposure prior to packaging the devices. The exposure time for this particular lot was reviewed and met all current criteria. The ¿adverse reactions¿ section in the IFU for the monoderm device states, ¿adverse effects associated with the use of this device may include, wound dehiscence, failure to proide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation when skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site¿. Additional information was obtained from the local sales for this particular case: before the surgery, our sales assessed the surgery and strongly recommended the hospital and the local distributor to use a 3-0 suture, which have a larger tensile strength than the 4-0 ones, for this type of tissue. While the hospital insisted on using a 4-0 suture, the local distributor delivered a 4-0 suture for this surgery. The local sales confirmed that she had make sure the distributor was fully aware of the risks before the delivery. Without reviewing magnified photos of the actual devices/incision, receiving sterile devices from the same finished good lot to test/review or receiving detailed information regarding the shipping, handling and storage of the device(s), exposure time prior to use or pre-operative preparation of the device(s), procedure performed or the surgeon's technique, a definitive root cause cannot be determined at this time.

Event description:
During 11:07-11:40 (B)(6) 2021 c-section was performed under combined spinal and epidural anesthesia. After the delivery, the wound was closed layer by layer. At last, a 4-0 absorbable barbed suture was used to perform intradermal suturing to close the incision. During the hospitalization period, the wound was healing well and no sign of breaking was detected. Seven days after the patient was discharged from the hospital, the patient detected a 5 mm wound dehiscence and broken suture tail was found at the dehiscence site. The doctors were consulted and wound site was disinfected with aseptic dressing applied after.